Manufacturer narrative:
The patient reported a burn in their armpit after treatment. The patient was given neosporin and silver sulfadiazine for preventative measures. The patient was also referred to a dermatologist, where they were recommended cerave ointment as intervention. After a follow up, the patient has reported to be healing well and no long term injury is anticipated. During evaluation, there were no problems found with the device and the laser was working within specifications.

Event description:
A patient reported a burn on their arm pit after treatment. The patient was prescribed neosporin and silver sulfadiazine as preventatives. The patient was also referred to a dermatologist who recommended cerave ointment for intervention purposes.